Event description:
A report was received that the patient will have a pocket revision because the pocket is too deep and cannot charge the ipg.

Event description:
A report was received that the patient will have a pocket revision because the pocket is too deep and cannot charge the ipg.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The complaint regarding the difficulty coupling ipg with the charger was not verified. In the lab, there was no issue coupling the ipg with a charger, and the ipg was charged 3.87 volts in two cycles from its hibernation despite the active stimulation setting. It was apparent that there was an alignment issue between the ipg and the charger seemingly due to tilted ipg orientation or deep pocket. The device passed all required tests. The device exhibits normal device characteristics.

Manufacturer narrative:
Additional information indicates that during revision the physician chose to replace patient's ipg. The physician didn't know if the ipg was functioning properly. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient will have a pocket revision because the pocket is too deep and cannot charge the ipg.